Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# j0337392v, implanted: (B)(6) 2003, explanted: (B)(6) 2018, product type: lead; product ID: 748240, serial# (B)(6), implanted: (B)(6) 2003, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3389-40, serial/lot #: j0337392v, (B)(4), (B)(4); product ID: 748240, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease. It was reported the patient had a scalp wound and alerted the nursing staff at the nursing facility. The patient was sent to the hospital and the neurosurgeon determine the patient had an infection near the lead and extension connection site. It was reported the connection was visible. The right deep brain stimulation system was surgically removed on (B)(6) 2018 and the patient was started on antibiotics. It was reported the patient denied any trauma and it was unknown if troubleshooting was performed. It was unknown at the time of the reported if the removal of the system and antibiotic treatment had resolved the infection. The implant, lead, and extension were sent to the pathology department for study/cultures. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The patient was still in the hospital being treated by infectious diseases physician. They were due to be discharged to a nursing home. There is no date for discharge at this time. It was unknown if the infection was resolved. No further complications were reported as a result of this event.